Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, according to jason holden, pa"valgus instability" was the reason for revision on right knee. Dr. Rasmussen explanted the 12mm poly and implanted a 14mm poly in its place. Patient also had a primary knee put in on the left knee during this surgery.